Manufacturer narrative:
Currently in process of evaluation.

Event description:
The c-cur mesh was implanted on (B)(6) 2012, to treat a linea alba hernia. An intervention was planned on (B)(6) 2013, to explant the c-qur mesh and replace it with a non-atrium product. This intervention was done because the patient complained of pain for 6 months and the surgeon noticed a strong inflammatory response at the mesh location. No clinical consequence was reported following the last intervention. Final results showed sterile cultures. An allergic reaction was noticed: the patient had a red mark on the skin, having approximately the shape of the mesh, at the location of implantation of the mesh. The blood tests confirmed a strong inflammatory reaction.